Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test per specifications. One of the two sensors failed for low reading.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 42 mg/dl and was taken to the hospital for assistance. Customer stated that his sensor was giving him a wrong reading and he was treating by the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2013-82025